Manufacturer narrative:
This reports is being filed under exemption e2017050 by the manufacturer getinge disinfection ab (registration no. (B)(4) on behalf of the importer (B)(6) (registration no. (B)(4). The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
This reports is being filed under exemption e2017050 by the manufacturer getinge disinfection ab (registration no. 9616031) on behalf of the importer getinge group logistic america, llc (registration no. 3012092534). The issue is still being investigated by manufacturing site.

Manufacturer narrative:
This reports is being filed under exemption e2017050 by the manufacturer getinge disinfection ab (registration no. (B)(4)) on behalf of the importer getinge group logistic america, llc (registration no. (B)(4)). The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
This report is being filed under exemption e2017050 by the manufacturer getinge disinfection ab (registration no. 9616031) on behalf of the importer getinge group logistic america, llc (registration no. 3012092534). The issue is being investigated by manufacturing site.

Event description:
On (B)(4) 2019 getinge disinfection (B)(4) became aware of an issue with one of the washer disinfector- 8666 model number. As it was stated, during the cycle lubricant was dispensed instead of the detergent. None of information received suggest that an injury occurred. With the limited information available, we were not able to establish under what circumstances the customer became aware of the problem nor if the load was reprocessed. Getinge decided to report the issue based on the potential as an incorrect chemical dosing might lead to undetected failure with the cleaning and disinfection of the loads and consequently to an adverse event. (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).